Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings and possible over delivery from the insulin pump. The customer had a low reading of 40 mg/dl and treated with soda. The customer experienced low readings for the past 3 months. The customer's current blood glucose is 133 mg/dl. The customer stated that the pump may be delivering too much insulin. The customer declined to troubleshoot for high and low blood glucose.